Event description:
It was reported that the linear cutting stapler was used, which did not work correctly at the time of use in intestinal tissue, it got stuck and the reload did not staple correctly, 2 black reloads were damaged, for which it was necessary to change it. There were no patient consequences. General colon surgery.

Manufacturer narrative:
(B)(4). Batch #: unknown. Concomitant medical products: lot #: 642a15. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device with no reload loaded on the hand of the user and two black reloads. One reload can be seen with 4 drivers up and the second reload can be seen with the knife exposed and 17 drivers up. This condition is related to an incomplete fire. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.